Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, and device was unable to enter MRI mode because both leads had high impedances. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored.